Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: 6f, 12f, proglide suture (x1), plavix. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 12f and the aaa procedure was completed. Reportedly, during knot tightening, a suture break occurred with the suture of the second proglide device. Another proglide device was used and a suture break occurred. The sutures of two additional proglides were used along with the suture of the first successfully placed proglide device to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.